Event description:
The patient's doctor reported that they came in for a scheduled visit to have their prothombin ckecked. The suspect device was used and a result of 5.7 inr was obtained. Per the office policy, and inr under 6 results in holding medication and over 6 the doctor is notified. Therefore, medication was instructed to be held. This visit occurred on 11/2001. During the night of 2001, the patient was found unconscious. 911 was called and pt was taken to the hospital. A lab inr was 10.4. A code stroke was started, CT scan, IV given, fresh frozen plasma, vitamin k and placed on a vent occurred. Pt has now started physical thereapy. Controls were reported as being within range on the device. The pt lives with their children and no information has been reported to the doctor's office regarding events leading up the incident. The reporter did not allege the suspect device caused or contributed to the incident. The patient's inr's have not been stable over the past couple of weeks.